Manufacturer narrative:
The device logfiles were provided for further evaluation. The device logs were reviewed and showed an error log entry under the application folder. The issue is consistent with a wipe or touch of the device screen during the startup process while the green progress bar is displayed. The customer confirmed the device started up properly during tech support troubleshooting and was advised to avoid touching the screen until the start menu appears.

Event description:
It was reported that the device experienced a user interface error. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.